Event description:
The physician was trying to treat stenosis in a subclavian vein (left). He attempted to use the icast stent but it slipped off of the balloon as he attempted to introduce it.

Manufacturer narrative:
Upon opening the return, it had been noted that the contents included one 9 mm x 59 mm x 120 cm icast catheter. The stent for the device was still mounted to the device however, it had been shifted proximal approximately 5 mm. The information we received indicated that a 7 french st. Jude peel away introducer sheath and a 0.035fr 26 cm guide wire was used, however, neither were included in the rga package. Analysis of the stent reveals evidence of a completed crimp process. Both the balloon and the shaft exhibited crimp lines as well as fold lines. The proximal end of the stent was slightly flared. The catheter shaft exhibited a significant kink approximately 1 cm proximal of the balloon weld. The balloon catheter included all indications and components required for a correctly manufactured device. All skives were present, the ro markers were located, and crimp lines were seen on all three components (stent, balloon and shaft). Based on the data above we can find no fault with the manufacturing process or the product.